Event description:
The tablet was received by the manufacturer for analysis. Analysis of the tablet confirmed the report of a mechanical problem with the usb cable to tablet connection as the usb port on the tablet was damaged. As a result of the damage, the tablet was unable to establish communication. No additional anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician's office that the vns programming system tablet was not working and they were unable to insert the serial cable into the tablet. It was noted the usb port on the tablet appeared to have a broken piece inside preventing the serial cable from being connected to the tablet. The tablet is expected to be returned to the manufacturer for analysis; however, the device has not been received to date.